Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that in the nicu IV, tubing for lipids was found to be leaking at a y-site connection, and there was a tiny pool of fluid on the bed. The rn noticed this an hour later and changed the tubing and cap. Additional information received from the customer states typically intralipids and tpn are connected by a non-bd y-site to the (B)(4). The non-bd product was not sequestered, however the customer has not historically has an issue with the non-bd product leaking. The customer states the (B)(4) is typically the product that leaks. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the nicu IV, tubing for lipids was found to be leaking at a y-site connection, and there was a tiny pool of fluid on the bed. The rn noticed this an hour later and changed the tubing and cap. Additional information received from the customer states typically intralipid and tpn are connected by a non-bd y-site to the mz1000-007. The non-bd product was not sequestered, however the customer has not historically has an issue with the non-bd product leaking. The customer states the mz1000-0007 is typically the product that leaks. There was no patient harm.

Manufacturer narrative:
Patient is an infant. The customer¿s report of a leak during a lipid infusion was neither confirmed nor reproduced. The customer-provided non-bd tubing set with stand-alone maxzero connector attached was functioning effectively throughout the investigation. No fluid leaks occurred at any time. The root cause could not be determined.

Event description:
The customer reported that in the nicu, IV tubing for lipids was found to be leaking at a non-bd y-site connection, with a tiny pool of fluid on the bed. The rn noticed this again an hour later and changed the tubing and mz needless connector. Additional information received from the customer states typically intralipids and tpn are connected by a non-bd y-site to the mz1000-007. The non-bd product was not sequestered, however the customer has not historically has an issue with the non-bd product leaking. The customer states the mz1000-0007 is typically the product that leaks. There was no patient harm.